Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had an infection and the device had to be removed. Patient stated they were not sure if the infection was caused by the device. No further complications were reported or anticipated.